Event description:
The customer reported a request for the interconnect cable and lemo receptile. Further information was received indicating that the system exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and t1a fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.